Manufacturer narrative:
The reporter's meter was returned for investigation. Accu-chek inform ii meter display has black blobs interfering in results window. The results are clearly readable. Visual examination was performed and revealed following: display is cracked on the left portion of the display, the black spots are coinciding with the cracks. Spots on display do not obscure area where patient results are displayed. This type of crack is caused by a physical impact to the display and would be the result of customer mishandling. This case cannot be classified as a substantiated complaint, as mishandling is the most probable cause of the malfunction. No product problem found.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that their meter had black blobs on the screen which impeded the results field. There have been no reported misinterpreted results.